Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. Patient's father reset the device and reported issue was not resolved. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.